Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Based on the review of medical records, the patient underwent removal of an indwelling implantable port due to pain and discomfort at the port site. The area was prepared and anesthetized, and the port reservoir and catheter were removed intact using blunt dissection. Hemostasis was achieved, and the incision was closed appropriately. The patient tolerated the procedure well with no immediate complications. Therefore, it can be confirmed the patient had experienced pain and discomfort. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, a patient underwent port placement for an unknown medical condition. About sometime later, the patient experienced pain and discomfort. Subsequently, on (B)(6) 2020, the port was removed. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that, a patient underwent port placement for an unknown medical condition. About sometime later, the patient experienced pain and discomfort. Subsequently, on (B)(6) 2020, the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.